Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from the cap piercer. The fse cleaned line #180, the vent, and shuttle to resolve the leak. The fse also aligned the cap piercer and verified repair per established procedures. Failure mode is attributed to an obstructed line #180 as the fse found pieces of rubber cap in line #180. (B)(4).

Event description:
The customer reported a leak from the cap piercer involving a unicel dxc 600i synchron access clinical system. The customer indicated that the cap piercer was leaking from line #303 fitting and the leak was contained to the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.